Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A pt was pinned on the bed and when the pt flipped to the operating room table, the pins became loose and a small laceration (4cm) resulted. The laceration was sutured closed and the pt recovered from the injury. Mayfield adult disposable skull pins were used during this procedure. The skull pins were removed from the skull clamp and reinserted them into another skull clamp so the procedure could resume. There were no further issues.